Event description:
Customer responded she was hospitalized in an outreach response. Attempts were made to confirm if customer was talking about a hospitalization had had been reported on (B)(6) 2014. Three attempts were made to reach customer. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)